Manufacturer narrative:
The malfunctioning sample has been returned for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter leaking. Dressing changes earlier in the day.

Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. Having examined the faulty sample showed that the catheter had been shortened at the 5-cm marking and was leaking within the 25-cm marking when flushing the orange lumen. Microscopic examination showed two pressure bursts - each ~ 1 mm. The catheter had been covered with dressing and plaster proximal that point. All damages are typical for an overload of pressure. High pressure in combination with the use of alcohol-based disinfectants may lead to such kind of damages. It is not known which kind of disinfectant or which syringe size had been used nor how long the catheters were in place. As each catheter is flow and leak tested before packaging a manufacturing fault could be excluded. This is the first complaint for the batches 6474864 and 6975782 and the 5th complaint for code 4g07125232 concerning leaking catheter. Corrective action: no corrective action is warranted at this time; however, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Catheter leaking. Dressing changes earlier in the day.